Manufacturer narrative:
Arvati device was not returned for evaluation because during complaint call it was noted that the physician was using expired grounding pads. The grounding pads wwere discarded by the user. Update: UDI related data quality update.

Event description:
Physician reported that her last two patients reported multiple shock sensation during their thermiva treatments. Investigation noted that the physician was using rfde-va-g2 lot# l18e027 and grounding pad cat: #2130aclot# 20160720 expired as of 07/19/2018. As a courtesy, the physician was sent replacement electrodes and grounding pads and informed that use of expired grounding pads is not acceptable. Complaint was closed 07/27/21. During 2023 FDA audit, inspector indicated that the complaint required re-assessment. Complaint was re-opened on 08/04/23. Attempts have been made on 08/08/23 (voicemail left), 08/18/23 (email) and 08/22/23 (email). No response as of 11/19/23. Review of the customer website notes that the office is still providing thermiva procedures. Additional follow up email requesting status ot thermiva procedure sent to physician on 11/16/23 by current spinesmith quality manager.

Event description:
Physician reported that her last two patients reported multiple shock sensation during their thermiva treatments. Investigation noted that the physician was using rfde-va-g2 lot# l18e027 and grounding pad cat: #2130aclot# 20160720 expired as of 07/19/2018. As a courtesy, the physician was sent replacement electrodes and grounding pads and informed that use of expired grounding pads is not acceptable. Complaint was closed 07/27/21. During 2023 FDA audit, inspector indicated that the complaint required re-assessment. Complaint was re-opened on 08/04/23. Review of the customer website notes that the office is still providing thermiva procedures.

Manufacturer narrative:
Arvati device was not returned for evaluation because during complaint call it was noted that the physician was using expired grounding pads. The grounding pads were discarded by the user.